Manufacturer narrative:
Tandem¿s t:slim g4 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer performed the fill tubing sequence while they were connected to the infusion set tubing. The customer's blood glucose (bg) level was 175mg/dl. Tandem technical support advised the customer to test their bg levels as they may have inadvertently delivered insulin.